Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(4). Investigation summary: a device history record was performed for lot number 0079591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. A picture sample was received for evaluation by our quality team. Investigation conclusion: our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Root cause description: through examination of the picture sample, the bale has the expiration date missing. It has been determined that the issue most likely resulted from a label printer jam where the label was not properly printed.

Event description:
It was reported that syringe 50 ml s/t bns was missing the expiration date. This was discovered before use. The following information was provided by the initial reporter: material no: 301036, batch no: 0079591. It was reported that during inspection, it was discovered that the expiration date is missing from the label on 1 case.